Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the ECG "d" was missing. The root cause for the missing ECG was physical abuse. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.